Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer developed skin irritation and a little bleeding once in a while. The wafer does not fit as it is too large product use and skin care instructions provided.